Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event and continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. The patient reported that while in a store, she passed out and the paramedics were called. The patient stated that before she passed out the cgm device read 104mg/dl and after she passed out her bg meter read 24mg/dl. The paramedics administered the patient an IV with glucose. The patient was taken to the hospital and observed until her bg came up and she was responsive. The patient also reported bruising on her legs due to passing out. At the time of contact, the patient was doing fine.

Manufacturer narrative:
(B)(4).